Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pin was sticking out of the clevis, which made it difficult to remove from the cannula. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si cholecystectomy procedure the permanent cautery hook instrument could not be removed from the trocar. The instrument was removed with the trocar removal. The instrument hook had a little nub on the side of the instrument that did not allow it to come out of the trocar. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.